Event description:
It was reported this dialysis catheter was successfully placed sometime in august 2001. Approximately nine months post placement it was noted the cuff had detached. Another dialysis catheter was successfully placed for continuation of treatment. The patient's condition is good. The co's attempts to obtain further details have been unsuccessful. Should further details become available a supplemental medwatch report will be filed under the appropriate sequence number. This device was destroyed by the user facility. Therefore, a failure analysis is not available. As a lot number was not provided a device history search could not be performed. Patient anatomy and/or user technique during accessing may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedures.